Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported pain and "hardness" on the left side. Additionally, healthcare professional reported left side "presence of cutaneous folds", pain, "small volume of implant fluid", and "intermammary lymph node in the junction of lower quadrant measuring 0.6 cm". The device remains implanted.